Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity" requested but not returned by hospital.

Event description:
It was reported that the patient underwent left initial total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2016 due to aseptic loosening of the cup. The cup, liner and head were removed and replaced.